Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed, as a fold flaw opening with non-penetrating nicks around the opening. And missing piece of the shell assessed, as to inconclusive. Crease/folding of implant: observed, in the device crease. Lump/nodule-ndr: unable to confirm, as it is a medical event. Not related to the device. Additional observations: red particles observed, in the gel. Crease fold observed, in the device. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, also reported, right "intracapsular folds".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.